Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure the stent delivery sys met resistance and failed to cross the lesion. Upon removal of the delivery sys through a heavily calcified right coronary artery the stent snagged on a calcified portion of the vessel and separated from the delivery sys. A snare device was used to successfully retrieve the separated stent. Reportedly no pt injury was associated with this event and no other complications occurred.